Event description:
The customer found some calculation errors in two patients - dose rates were calculated at exactly twice the expected values. These cases produced mu errors which would have resulted in an under dose to the patient if delivered. The error can be corrected by forcing a recalculation of the problem beam(s). No mistreatment has occurred.